Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in germany, during device preparation for a transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, when the valve was removed from the glutaraldehyde container, a brown or black strand of hair approximately 6 to 7 cm in length was observed attached to the valve. The valve was not used. A new valve was then prepared and implanted successfully. The patient was stable post tavr procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, there was no imagery provided for evaluation. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. In this case, the particulate that was noticed was unable to be confirmed due to the unavailability of the device and no imagery provided. A review of the DHR, lot history and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the event. As reported, during device preparation, when the valve was removed from the glutaraldehyde container, a brown or black strand of hair approximately 6 to 7 cm in length was observed attached to the valve. A new valve was used. During the manufacturing process, the sapien 3 ultra valves are 100% visually inspected for defects. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no report of the particulate upon the jar. The particulate was observed during device preparation. It is possible that the particulate was introduced during the device prepping and handling process. As such, the available information suggests that procedural factors (device preparation handling) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. However, as a precautionary measure, an awareness communication emphasizing the importance of in-process mitigation on foreign particulate during manufacturing was performed.